Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 3rd. Was a cholangiogram performed during the procedure? No. What vessel or structure was the device fired on at the time of the event? Bile duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon was firing the device over the bile duct three of the clips scissored. A competitors 10mm clip applier was opened to complete the case without any issues. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with the jaws misaligned and with a clip in the jaws; the clip was removed in order to measure jaws width and they were acceptable. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws five scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.